Event description:
The customer reported a leak when using the coulter act diff analyzer. The instrument failed startup for the hemoglobin parameter. The customer identified the leak as 5 cc of clear fluid leaked from the instrument onto the counter. The white blood cell (wbc) bath was overflowing. Additional troubleshooting was performed and service was recommended; however, the customer indicated authorization for service was required and they will call back at a later time. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument on (B)(4) 2015. The operator was wearing personal protective equipment when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no patient results affected and there were no erroneous results reported out of the laboratory. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2015, a beckman coulter field service engineer evaluated the instrument and found the white blood cell (wbc) bath drain line was kinked causing the wbc bath to overflow. The fse unkinked the wbc bath drain line to resolve the reported issue. (B)(4). This MDR is related to MDR 1061932-2015-00073 for a similar issue with the coulter act diff analyzer serial number (B)(4), that is also the subject of this MDR.